Manufacturer narrative:
Dip switch. Issue resolved by configuring dip switches correctly and verifying beds were operating per specification.

Event description:
It was reported by service report that the nurse call was not working due to incorrect dip switch configuration. No patient involvement or adverse consequences are reported.